Event description:
It was reported an unspecified coupler had prongs do not line up. Furthermore, "when attempting to clamp the two flow coupler rings together, the pins do not align with the holes so they get caught, and do not displace properly from the u portion of the jaw". It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5109623 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.